Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, premature battery depletion was observed. The device was explanted. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with no telemetry and no output due to low battery voltage. Analysis performed after installing a new battery and reloading the product code did not find any anomalies, no high current or other indication of premature depletion. The implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion.